Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. There is no allegation of a device malfunction or deficiency reported for this event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly and reported being on hemodialysis (hd) for the last week due to an infection. The patient was advised to try the cycler again the next night and to contact the pdrn. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with an ileus (paralytic obstruction) with enterobacter bacteria. The patient was discharged on (B)(6) 2021. No additional information pertaining to the hospitalization was provided. It is unknown if the ileus was caused by transmigration of the enterobacter bacteria due to an unspecified infection as the patient initially stated, or if the patient was diagnosed with the ileus which produced bowel distension above the obstruction resulting in increased pressure and leaking of toxic bacterial products into the peritoneal cavity. It was not confirmed if the patient was diagnosed with an infection during this event. The patient¿s drain complications have since resolved.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly and reported being on hemodialysis (hd) for the last week due to an infection. The patient was advised to try the cycler again the next night and to contact the pdrn. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with an ileus (paralytic obstruction) with enterobacter bacteria. The patient was discharged on (B)(6) 2021. No additional information pertaining to the hospitalization was provided. It is unknown if the ileus was caused by transmigration of the enterobacter bacteria due to an unspecified infection as the patient initially stated, or if the patient was diagnosed with the ileus which produced bowel distension above the obstruction resulting in increased pressure and leaking of toxic bacterial products into the peritoneal cavity. It was not confirmed if the patient was diagnosed with an infection during this event. The patient¿s drain complications have since resolved.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.